Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing and shocks due to atrial driven rhythm episodes. The patient had a recent medication adjustment. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing and shocks due to atrial driven rhythm episodes. The patient had had a recent medication adjustment. No additional adverse patient effects were reported. Additional information was received and this ICD has delivered anti-tachycardia pacing (atp) and shocks due to an atrial driven rhythm episode again. No additional adverse patient effects were reported.